Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) a supplemental medwatch report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical support for an unrelated matter. Upon follow up the patient stated that he was hospitalized for high blood pressure as a result of a change in his dialysis prescription. The patient's pd nurse stated that the patient's hospitalization for high blood pressure was not related to his pd treatment. The nurse was unable to provide an alternate cause for the patient's high blood pressure which led to the hospitalization and did not provide the date of the admission. Medical records have been requested but not made available.